Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as they had at least 2 days in a low when their symptoms were just as they as they had always been. They had frequent urination and even feeling of extreme urgency, even thought that they did not have to go. They even consider taking azo but thought better of it. They called company when they did not get an answer from their doctor's office. They called 3 days in a row and then just waited until their check up appointment. Their doctor changed their program and they also gave them number of representative. Date of surgery was (B)(6) 2018 and date of check up was (B)(6) 2018. Issue had been resolved after reprogramming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient stated she was not sure her device was working properly. Patient reported she called her doctors office yesterday and was told they would get back to her, but they did not. Patient reported that it seemed like things seemed to be like they were in the beginning, and it did not seem like it was helping. Patient reported that at first it seemed better and stated she had increased stim a couple of times. Patient reported she wanted to ask her doctor because she had a flutter in her right buttocks which indicated something was working, but patient stated that her symptoms were not doing great. Patient reported the flutter was not painful, but was there and not constant but certainly frequent. Patient was asked for clarification, if by fluttering patient meant normal stim. Patient reported she did not know but she felt a flutter in her right buttock. Patient reported she maybe did not feel this flutter for the first few days, but had been feeling it for days. Patient had access to a patient programmer and it showed stim was on and at 1.9v. Patient confirmed no falls. Patient was advised to follow up with their healthcare professional (hcp) to discuss program change. No further symptoms or complications reported or anticipated.